Event description:
When I unpacked the syringe, the top came off. I had to hold the needle portion in place to take the safety off and draw up the syringe. The major issue is when I inserted the needle to give the tb heparin and as I pushed the plunger the syringe was completely removed from the needle due to the small amount of pressure of pushing the plunger. The heparin went everywhere and into my left eye. Due to this, the needle was also stuck and still in the patient's skin. I had to pull it out and safety cap it. These syringes are impossible to use safely.